Event description:
The customer reported a pads/paddles error message during shift check. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported a pads/paddles error message during shift check. There was no pt involvement. The customer isolated the issue to the pads cable. He found the pads would fail and work again when he wiggled the cable connector. The pads cable was replaced to resolve the issue.